Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery to support the 86-year-old male patient who had been admitted in with known coronary artery disease, with a plan for the team to perform a protected percutaneous coronary intervention (pci), presenting in scai stage d shock. Other underlying medical history was not shared. The cp was supporting when there was concerns of hemolysis. The team drew a plasma free hemoglobin which was noted to be over 30mg/dl. To troubleshoot the team lowered the pump p-level in the overnight. The pump access site also had a minor bleed that did not necessitate any intervention. The patient was anticoagulated and had an elevated activated clotting time (act). Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. While on support the pump functioned within range for p-6 at 2.6l/min. The pump was successfully weaned and explanted after 20 hours of support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of bleeding issue was most likely use related due to high act>250. The cause of hemolysis was not determined due to lack of clinical details, no product returned for analysis.